Manufacturer narrative:
Batch review performed on 09 april 2018. Lot 110040: (B)(4) items manufactured and released on 05 may 2011. Expiration date: 2016-03-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed on 10 april 2018 by r&d product manager: from the images available no conclusions can be drawn. On 13 april 2018 the medical affairs director made the following analysis: partial hip revision surgery (cup, liner and head) occurred 7 years after primary cementless total hip arthroplasty in an elderly lady. Radiographic images provided show the presence of a mobilized acetabular component. The primary position of the cup cannot be assessed as no immediate postoperative x-ray is available. According to the report, the surgeon suspects infection but no confirmation is available at the time of this clinical evaluation. The reason of this event cannot be determined on the basis of available information.

Event description:
Revision surgery performed to remove cup as it was loose and had moved about seven years from the primary. Surgeon suspected a loose cup due to its position and symptoms from patient. He also suspected infection and sent of tissue samples to confirm.